Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is capsular contracture baker grade IV.

Event description:
Patient's relative initially reported suspected calcification. Healthcare provider then confirmed event was capsular contracture baker grade IV bilaterally. Device has been explanted. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified; the weight the device within specification, crease fold, deformation and wear abrasion. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient's relative initially reported suspected calcification. Healthcare provider then confirmed event was capsular contracture baker grade IV bilaterally. Device has been explanted. This record is for the right side.